Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation on december 11, 2009 that a ultraflex partially covered esophageal stent was used during a stent placement procedure performed in 2000. According to the complainant, three years after ultraflex placement in 2003, partial occlusion of the stent was reported. This was deemed as related to the stent and to the procedure, and to be of moderate severity. Mild esophagitis was also reported. Pneumatic dilation of the stent was performed. The esophagitis resolved. Subsequently, polyflex stents (quantity unknown) were placed inside the ultraflex stents. All stents were uneventfully removed five months later. The leak on the anastomosis of the eso-gastrectomy was reported healed. Healing of the leak was re-confirmed in 2004.

Manufacturer narrative:
The complainant was unable to provide the device model number, catalog number and lot number. Therefore, the manufacture and expiration dates are unknown. (Esophagitis). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation on december 11, 2009 that a ultraflex partially covered esophageal stent was used during a stent placement procedure performed on (B)(6), 2000 ((B)(6) male patient; weight is unknown). According to the complainant, three years after ultraflex placement, on (B)(6), 2003, partial occlusion of the stent was reported. This was deemed as related to the stent and to the procedure, and to be of moderate severity. Mild esophagitis was also reported. Pneumatic dilation of the stent was performed. The esophagitis resolved. Subsequently, polyflex stents (quantity unknown) were placed inside the ultraflex stents. All stents were uneventfully removed on (B)(6), 2003. The leak on the anastomosis of the eso-gastrectomy was reported healed. Healing of the leak was re-confirmed on (B)(6), 2004. Since the initial MDR was filed, additional information was received. According to the physician, the specific cause for the occlusion is unknown; however, he felt that stent occlusion could be anticipated 33 months after placement. The physician did not believe the stent malfunctioned since the stent provided the desired therapeutic effect of healing the leak. The physician also stated that he had planned on removing the stent and its removal was not a result of this event. The stent was not used past the expiration date.

Manufacturer narrative:
Additional information received. As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed that the device was not used in accordance with the directions for use (dfu). The complaint states the device was used for a benign indication with intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. As the device was not used in accordance with the dfu, this investigation has been assigned the most probable root cause of user/use error.